Event description:
Caller alleged imprecision with inratio meters. Results as follows: date: (B)(6) 2010, inr: 5.8, 4.9. Customer reported discrepant results on several meters and several pts, but only had results for one pt.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 5.8, 2nd inr: 4.9, mean: 5.35, sd: 0.64, %cv: 11.90. Analysis of customer's data revealed that repeated inratio test result comparison meet precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. No strip lot info was provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.